Event description:
Upon switching the angled saw attachment out and entering the straight saw attachment, anterior cut. The robotic arm would not lock into the haptic boundary, but rather drifted inches above the anterior cut plane. Robot was shut down, and connections were cleaned. Re-entered bone preparation, and cutting attachment had no power. Proceeded to swap out mics and was able to enter anterior cut, and finish the case robotically. No adverse consequences can be reported to the patient or user. Surgical delay = 15 minutes. Also reported for the same case: power to mics quit working after making both angle saw attachment cuts. Unable to engage in haptic boundary, and was swapped out for a new mics. This solved the problem, and no adverse consequences to the patient or user. Case type / application: tka. Update 06/ june/2022 wg: also reported via case number:(B)(4): mps reported arm is misaligning to anterior cut. Could not go into haptics for the anterior plane then the arm drifted way off the knee. Mps shutdown and reentered cuts, mics then wouldn't engage in haptics, shutdown, swapped mics, and issue resolved. Case completed robotically.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: performed mako system pm per service manual. Cleaned fiber connectors. Cleaned the filters. Cleaned the camera lens. Replaced the ups batteries. Verified calibration on all joints per service manual specifications. Performed transmission test, phase check and friction test. J2 was properly aligned. Performed gravity constants. Replaced the ups batteries. All tests were successful. Performed pre-surgery using guidance module. System is ready for clinical use work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Upon switching the angled saw attachment out and entering the straight saw attachment, anterior cut. The robotic arm would not lock into the haptic boundary, but rather drifted inches above the anterior cut plane. Robot was shut down, and connections were cleaned. Re-entered bone preparation, and cutting attachment had no power. Proceeded to swap out mics and was able to enter anterior cut, and finish the case robotically. No adverse consequences can be reported to the patient or user. Surgical delay = 15 minutes. Also reported for the same case: power to mics quit working after making both angle saw attachment cuts. Unable to engage in haptic boundary, and was swapped out for a new mics. This solved the problem, and no adverse consequences to the patient or user. Case type / application: tka update 06/june/2022 wg: mps reported arm is misaligning to anterior cut. Could not go into haptics for the anterior plane then the arm drifted way off the knee. Mps shutdown and reentered cuts, mics then wouldn't engage in haptics, shutdown, swapped mics, and issue resolved. Case completed robotically.